Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 377675, lot# v009013, implanted: (B)(6) 2007, product type: lead. Product ID: 977a275, lot# va0jvc2005, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a representative and a consumer regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had pain at their battery pocket site. The patient had an appointment with their doctor scheduled for (B)(6) 2015. Troubleshooting was going to be performed at a later date. The patient status was listed as ¿alive ¿ no injury.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. It was reported on (B)(6) 2015 that the patient cancelled their doctor¿s appointment. However, the patient did not believe the pain was related to their device as they still experienced the new pain with the device off. Additional information was received from the manufacturer representative on 2017-02-03 reporting the impedance testing with the programming 3- and 4+ on the first lead and with 4- and 5+ on the second lead. The electrode impedance measured as the following: 1 at 805 ohms, 2 at 873, 3 at 918, 4 at 1023, 5 at 1057, 6 at 1023, 7 at 993, 8 at >10,000, 9 at 755, 10 at 766, 11 at 762, 12 at >10,000, 13 at 802, 14 at 804, and 15 at 846 ohms. Group impedances were not taken. The caller stated that the patient had good right neck and hand pain relief however the patient had reported intense pain at the battery site on the left going down to behind their knee when therapy was on. The pain was constant and started since the patient¿s revision surgery on (B)(6) 2014. The pain had recently gotten worse. The patient still kept stimulation on because they would have neck and hand pain if they did not have stimulation on. The pocket site was tender to the touch and during palpation. The manufacturer representative also did a blind study with the patient and confirmed that the patient had pain only when the stimulation was on. The manufacturer representative was going to discuss course of action next monday ((B)(6) 2017) with the health care professional (hcp). It was stated by the caller that their cohort had been informed of the patient¿s pain 2 weeks ago.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97754 serial(B)(4) product type recharger product ID 97740 serial(B)(4) product type programmer, patient product ID 377675 lot# v009013 implanted: (B)(6)2007 product type lead product ID 977a275 lot# va0jvc2005 serial(B)(4) implanted: (B)(6)2014 product type lead product ID 377675 lot# v009013 implanted: (B)(6)2007 product type lead product ID 977a275 lot# va0jvc2005 serial(B)(4) implanted:(B)(6) 2014 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis determined that the implantable neurostimulator (ins) had a reduced battery capacity due to overdischarge; no significant anomaly was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 377675, lot# v009013, implanted: (B)(6) 2007, product type: lead. Product ID: 977a275, lot# va0jvc2005, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s revision occurred on the day of the report, in which their ins and lead were replaced. The rep stated that they will return the ins, but the lead was not salvageable. The rep was made aware of the revision the day prior to the report. They stated the revision was due to pain at the ins site, and also that the lead was too anterior. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative. It was reported that the patient will undergo new implantable neurostimulator (ins) replacement to resolve the high impedance issue. The cause of the high impedances was undetermined and the pain at the ins site that went down behind the knee was not resolved.